Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the further examination of the event description and evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to lead to death or serious deterioration in the state of health. Correction: device code.

Event description:
Type of procedure: lap. Cholecystectomy. Event description: ai translation: we just had to use 3 clip pliers at an ok. 2 clip pliers did not fire the clips. They are refnr ca500 from the company applied. Both clip pliers have lotnr 1495839. Additional information received from applied medical representative via complaint form on 25jan2024: clip was not introducing whilst clip applier was inside patient body. Clip applier was working fine for 2 clips, but with the 3rd clip the handle got stuck and it wasn't possible to introduce another clip. Additional information received from applied medical representative via complaint form on 25jan2024: the trigger/handle got stuck after 1 clip from the first clip applier, and after 2 clips from the 2nd clip applier. Thankfully it worked properly the 3rd clip applier. A clip was introduced into the jaws, but as the handle got stuck the jaws were not able to close and it was also not possible to get the clip applier out of the patient, so they had to shake the clip out of the clip applier, to be able to remove the clip applier from the patient. Patient status: patient is ok. Intervention: they got a new clip applier.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: ni. Event description: we just had to use 3 clip pliers at an ok. 2 clip pliers did not fire the clips. They are refnr ca500 from the company applied. Both clip pliers have lotnr 1495839. Patient status: no patient injury reported. Intervention: ni.